Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer does not recall any significant events leading to the error. Troubleshooting was done for no delivery and was found that pump was working fine. Customer's blood glucose was 400+ mg/dl at the time of incident. Customer stated that pump was working as designed and declined to troubleshoot for high blood glucose.